Manufacturer narrative:
Vso replaced. H3 evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during initialization, l3-021 error popped up on and on. The procedure was stopped due to this trouble and no more progress was possible. There was no adverse patient consequence.